Manufacturer narrative:
The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. They assessed that the system and computer had power. They tried bypassing the video splitter and had no results. They re-seated the video out from the computer, and the system rebooted and performed as intended. They cycled the system several times with no issues. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that when trying to load the patient cd the site experienced a power surge and the system powered off. After rebooting the main cart, the monitor displayed no input and the surgeon monitor was black. The video splitter was receiving power. Technical services (ts) had the manufacturer representative (rep) bypass the video splitter using two of the outputs and video did not appear after either switch. Troubleshooting involved ts having the rep reseat the power cable from the uninterruptible power supply (ups) to the computer and the video cable from the computer. Additionally asking rep to remove the axiem universal serial bus (usb) from the computer in case of short due to power surge. After the rep reseated the video cable on the computer side the issue resolved. Navigation was aborted causing no delay to the procedure. No impact on patient outcome.